Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was damaged on insertion. Additional information was provided that the introducer slid over the lens instead of taking it down the introducer and marked the lens. The surgeon decided to remove the lens and replace with a new lens. The patient's condition is fine.